Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that following the elective replacement of a pt's vns therapy pulse generator, high lead impedance was obtained during intraoperative diagnostic testing, indicating a possible lead malfunction. It was then noted by the surgeon that a "wire was exposed in the lead." It was additionally reported diagnostic testing was run on the new generator by itself, and the results were within normal limits. The pt was subsequently closed up without the lead being replaced. Good faith attempts to obtain further info are currently being made.